Manufacturer narrative:
Method - (process evaluation): device history record review, medical review. Results - (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor to the complaint. Per medical review - reportedly, tear on the optic of single-piece silicone iol was noted upon insertion requiring intraoperative lens exchange. No report of incision enlargement or any other tissue damage to the patient. Another lens of same model was successfully implanted. According to the report, by a nurse, dated on (B)(6) 2015, the cause of the lens damage was user error- during loading by technician. The same report stated that there was no patient injury. (B)(4)

Manufacturer narrative:
Evaluation method: lens evaluation. Evaluation result: a visual inspection of the returned product found the lens optic torn and piece of haptic plate is torn off and missing. Lens was returned dry. There was evidence of dry clear surgical residue on lens surface. (B)(4).

Manufacturer narrative:
Diopter: +20.50, silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®). (B)(4). Method code(s): evaluation method: lens work order search. Results code(s): evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions code(s): (user error caused or contributed to event): based on the complaint history and lens work order search, it was determined that the root cause of this event was due to loading error. (B)(4).

Event description:
The reporter stated the surgeon implanted a aa4204vl +20.50 diopter silicone single piece lens. Lens torn during insertion into the eye, noticed a tear on the optic. The lens was removed and another lens, same model and diopter size was implanted with no injury to the patient. Cause of this incident was loading error by the technician.